Event description:
It was reported that a dexcom g7 continuous glucose sensor repeatedly failed to pair with the ilet, despite multiple troubleshooting steps including toggling between g6 and g7 modes, restarting the ilet, verifying current firmware, bluetooth cycling, and attempting a magnet-assisted pairing; pairing failures were isolated to the ilet and occurred after two sensor replacements, with the last sensor placed and entering warmup while the user was transferred to the sensor manufacturer for replacement, consistent with an intermittent communication failure involving the antenna within the electrical and magnetic subsystem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and partner. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with involvement of the antenna component of the electrical and magnetic system. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.